Manufacturer narrative:
Pump monitored for several days with no blank display anomaly noted. Pump received with normal operating currents. No unexpected failed battery test alarm noted. However unit had corroded battery tube. Pump received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring failed battery tests and a blank display. The customer reported that the battery cap seemed loose. The customer stated that a low battery alert did occur prior to the device losing power. Blood glucose level at the time of the incident was 162 mg/dl. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.